Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in house hospital inspection, the cardiosave intra-aortic balloon pump (iabp) touch panel operation was unresponsive. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h11- e1 (event site telephone).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e4 (event site telephone).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1(event site name), g1, g3, g6, h2, h11

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. As the touch screen is thought to have deteriorated and there is a possibility of recurrence, the touch screen repair parts were replaced. After replacement of touchscreen, a functional inspection was performed, and the results were good with no reproduction or problems.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g6, h2. Corrected field- e1 (event site name), g3 (update received on 15 july 2025), h11 due to character limitation, below field are added from e1- event site name-(B)(6) hospital.